Manufacturer narrative:
Other, other text: b3: event date unknown. D3, g1,2 email is: (B)(4). One device was returned for evaluation. Visual inspection revealed a worn lcd lens and bent pin inside the remote dose connector. The event history log was erased due to a weak internal battery, therefore no evidence was found. Functional testing was performed but the reported issue could not be replicated; however, a last error code 46822 was displayed under the device information screen. It was further noted that the real time clock battery had fallen back to november 28, 2006. The device passed all other functional testing. The error code 46822 was related to the real time clock battery. The root cause of the bent pin inside the lemo connector was likely due to incorrectly inserting the remote dose cord. The device was charged and the remote dose lemo connector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the pump alarmed and the prongs are bent. No adverse patient effects were reported by the customer.